Manufacturer narrative:
The balloon catheter was returned for analysis. Upon investigation, the catheter was observed to be ruptured 5.5cm from the tip. Both the guidewire lumen and inflation lumen were ruptured, and the guidewire lumen showed signs of being kinked. Since the rupture on both lumens were located at the same location and sign of kinking was observed, it was highly likely the catheter shaft was damaged (kinked or crushed) at the location before the onyx was injected, causing it to lose structural integrity and became vulnerable to burst. Based upon investigation findings and available information, the complaint of a ruptured balloon catheter was confirmed. The root cause of the issue could not be definitely determined, but it was suggested by the investigation that kinking of the catheter could be the cause of the burst.

Event description:
It was reported that during the treatment of a middle meningeal artery, onyx was delivered through the scepter c balloon catheter, and the balloon catheter ruptured approximately 10cm from the balloon. Onyx leaked from the catheter and caused complete occlusion of the sphenopalatine artery. There was no reported issue with the removal of the balloon catheter. The patient's condition was reported to be at baseline.